Event description:
PICC team replaced PICC catheter 5 fr double lumen due to leaking as the PICC purple port hub on 3 separate patients; 3 separate dates: inserted (B)(6) 2022; leak discovered (B)(6) 2022; inserted (B)(6) 2022; leak discovered (B)(6) 2022. Inserted (B)(6) 2022; leak discovered (B)(6) 2022. FDA safety report ID # (B)(4).